Event description:
It was reported that the customer passed away. Reportedly, the customer had diabetic ketoacidosis prior to death; however, cause of death had not yet been determined at the time of the report. The pump is expected to be returned for evaluation and a pump data review will be performed. Follow up report will be submitted accordingly.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.